Event description:
It was reported that a pump would not connect to the facility's server. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval was able to reproduce the reported symptom. The device was received unable to recognize a wireless battery module due to a failed back flex. The device was determined to not be operating within spec in relation to the reported symptom. The rear case assembly was replaced.